Event description:
It was reported that during a knee arthroscopy the wire became jammed and did not slide. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Per wi-000101075 rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. Based on the customer provided photo, it was noted that slight bunching can be seen within one of the splices. However, without return of the device for physical evaluation, the complaint cannot be confirmed.